Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after being found unresponsive and possibly septic. Review of the device information found multiple suspected shocks for possible atrial fibrillation (af) with rapid ventricular response. Further information has been requested, however, is unavailable at this time. The device remains in use. No further patient complications have been reported as a result of this event.